Event description:
It was reported an implantable cardioverter defibrillator presented with failure to interrogate with an error message prior to implant. The device was not used. There was no patient involvement.

Manufacturer narrative:
The reported event of interrogation failure could not be reproduced in the lab. The device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.